Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open gastrectomy, on esophagojejunostomy, there was poor staple formation. Bleeding on the staple line was verified and escape of methylene blue during testing of the anastomosis was noted. Over sewing was done to prevent bleeding and to ensure no leaking's.